Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: lymphadenopathy. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A patient reported, via regulatory agency, that they experienced the events of ¿inflammation¿, ¿swollen lymph nodes¿, ¿lots of pain, burning and aches radiating through chest into armpit and arm¿ plus other non-device related issues such as ¿hair loss¿, ¿extreme fatigue¿, ¿fibromyalgia¿, ¿hormonal issues¿, ¿adrenal fatigue¿, ¿food intolerances¿, ¿leaky gut and ibs¿, ¿tinnitus¿, ¿joint pain¿, ¿chemical sensitivities¿, ¿brain fog¿, ¿memory issues¿, ¿cold hands and feet¿, ¿heart palpitations and pounding¿, ¿dizziness¿, ¿headaches¿, ¿eye disturbances¿, ¿blurred vision¿, ¿cracked corners of mouth¿, ¿ulcers¿, ¿nose sores¿, and ¿rashes¿. Device has been explanted. The case relates to the right side.